Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. E1: unk reporter. D4: batch # a97w6z. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed no apparent external damage. The opened packaging (a9797m) from another device was returned along with the instrument. During functional testing, the device was fired; however, the clips did not advance into the jaws. Further evaluation identified that the tip of the advancer was bent. The instrument was subsequently disassembled, confirming that the advancer was bent. Additionally, ten (10) clips were found within the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a97w6z number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success.